Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the scrub nurse loaded the first clip and passed the device to the surgeon. The surgeon fired the device and the clips came out but did not close. The device was removed and dry fired. Still the clips did not form. Another device was opened and exactly the same thing happened, the clips did not close. A third device was then opened and this time the clips were deployed and formed as expected. There were no adverse consequences for the patient reported.